Event description:
Pump alarming "call for service". Sending replacement pump. Dose or amount: 0.024ml/hr. Frequency: continous. Route: sq. Dates of use: (B)(6) 2017 to continuing. Diagnosis or reason for use: pah.